Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
The patient reported having a sizzling and low tone in the left ear and chest pains. The patient has had multiple cat scans and MRI&#38112;and expressed concern that the implantable cardiac monitor icm was not working and the battery was dead. The patient had a device check done and the physician informed the patient that the device longevity was 5 years. The patient also reported dissatisfaction when calling patient services for information regarding the icm. The icm remains in use. No further patient complications have been reported as a result of this event.